Manufacturer narrative:
(B)(4). The user facility indicated that there was no consequences or impact to pt; however, a product problem report was submitted. In response, quest determined by a field eval of the product that the cold/warm temperature switch was difficult to engage; however, the instrument's warm mode has the feature to control the temperature down to 4 degrees celsius, if utilized. In order to address the customer's concerns and ensure proper performance, the display board was replaced to address the intermittent switch failure.

Event description:
User facility provided the following info: "pt having coronary bypass surgery. Cardioplegia had been administered. Pump perfusionist was running perfusion pump during procedure and it was failing to cool the cardioplegia correctly and md noted the heart was not as cool as usual. Pump perfusionist could not get the board on the equipment to work. Machines were switched out and the non-functioning machine was sequestered. Quest service engineer serviced the pump on (B)(6) 2011; he advised our bio-med rep that he was able to reproduce the failure as described by the pump perfusionist. He could not switch the toggle to cold. He replaced the circuit board and verified operation."